Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range pacing impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced due to normal battery depletion (nbd).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range pacing impedance measurements on the right ventricular (rv) lead after a device changeout procedure. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced due to normal battery depletion (nbd).

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.